Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from the (B)(6) stated the device had damaged bearings. It is unknown if the device was being used during surgery. It is unknown if patient or use injury was reported. No additional information was provided.